Event description:
The customer reported that a pinhole was present at the distal end of the insertion section during inspection for use involving an olympus duodenovideoscope. There were no reports of patient injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.